Event description:
It was reported that the insulin pump alarmed an error, which could not be cleared by the esc nor act buttons. The reporter did not know the blood glucose reading. The user discontinued use of the insulin pump. Nothing further reported.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube. Unable to perform the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, operating currents, prime, off no power or excessive no delivery alarm tests due to the blank display. Unable to confirm the compromised force sensor system alarm due to the blank display. Unable to confirm the unresponsive buttons due to the blank display. Upon visual inspection, no damage in the keypad assembly and no unlocked lcd keypad connector noted. The pump was received with a partially broken reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a broken belt clip slot, cracked battery tube threads, a cracked case and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.